Event description:
Our customer, via sales rep, has reported that during the surgery, a part of the electrode was broken inside the joint. Surgeon was able to recover every part.

Manufacturer narrative:
Investigation is ongoing. Follow up report will be submitted with investigation results.